Event description:
N/a.

Manufacturer narrative:
An event of paravalvular leak (pvl) and mproper or incorrect procedure or method, was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, causes for the reported pvl could be due to user technique, but this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The reported improper or incorrect procedure or method is related to pre-bav was larger than the minimum annulus diameter. The reported unexpected medical intervention was the result of case-specific circumstance, as a post-implant valvuloplasty was performed. Please note that per the instructions for use (IFU) patient anatomical evaluation: warning: do not implant the valve if the patient's anatomy does not fall within the specified annulus and aortic diameter ranges." Since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system (ds). The valve was implanted. However, post implant, a mild to moderate paravalvular leak (pvl) was observed, requiring a balloon aortic valvuloplasty (bav) with a 24mm true dilatation balloon. The patient was reported to be stable. There were no adverse patient effects and no clinically significant delay in the procedure.